Event description:
It was reported that during a presurgical check for back surgery with funky looking atrial signal. The device was programmed to bipolar, and the trending impedance jumps around from 400 ohms to greater than 2500 ohms intermittently. Strip shows large artefact on ap that is oversensed when programmed bipolar, however the unipolar strip appears appropriate. Lead is 21 years old. Suspect possible ring conductor failure or possible spring connector. The atrial pacing was reprogrammed to unipolar and patient now reporting some 'thumping'/stim when laying on side at night. The lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).